Manufacturer narrative:
The device was returned to the resmed service center in (B)(4). The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 218) message resulting in an unexpected restart. There was no patient injury reported as a result of this incident.